Event description:
Profound and permanent neurological damage/injuries [neurological complication from device]. Zinc toxicity [hyperzincaemia]. Disabilities [disability]. Copper deficiency [copper deficiency]. Leaving unable to perform normal, customary, and daily activities. [Activities of daily living impaired]. Severe and permanent physical injuries [injury]. Case description: an attorney reported that their client, a male (B) (6), used fixodent denture adhesive, control plus scope flavor cream beginning (B) (6) 2006 through early (B) (6) 2009 after switching from use of super poligrip denture adhesive, original cream for approx nine years, last known use in (B) (6) 2006, and has suffered from zinc toxicity, copper deficiency, profound and permanent neuroglial damage/injuries, severe and permanent physical injuries, and disabilities leaving him unable to perform his normal, customary and daily activities. He has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.